Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet completed. Additional information will be submitted within 30 days upon receipt.

Event description:
Hub leakage. During a clinical procedure, after the physician connected the 1cc syringe to the hub of the microcatheter, leakage was noticed. He had to use extra force to lock it securely. There were no reported patient complications.